Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Device was monitored and tested with no dead battery noted. Device received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer also reported that they experienced high blood glucose of 420 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump was returned for analysis.